Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2020 regarding a patient receiving gablofen (2000 mcg/ml at 800 mcg/day) via an implanted infusion pump. It was reported that efficacy had not been the same since the pump was implanted per the hcp. Diagnostics/troubleshooting included dose escalation with no relief. The pump and pump segment of the catheter were replaced and the issue was considered resolved. The environmental, external, or patient factors that may have led or contributed to the issue were unknown. The patient's status was alive - no injury and no further complications were reported or anticipated.

Manufacturer narrative:
The pump and catheter were returned and passed all testing in the laboratory and no anomalies were identified. Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. If information is provided in the future, a supplemental report will be issued.